Event description:
It was reported that the patient was revised due to damaged insert. Final poly would not seat properly in the tray. A different size insert was used. 9 x 5mm insert would not sit flush on the tray. It sat up 1-2mm did not lock in properly. 10 x 5mm seated perfectly. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: can you please provide the affected side? Right side. Was there any allegation against the tray? If yes please provide the product details. No, no allegations against the tray. Insert may or may not have been damaged during insertion. The tray was not the issue. This was not a revision. It was a primary procedure. The insert was impacted and not seated onto the tray. Another insert was used in its place.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "the patient was revised due to damaged insert. Final poly would not seat properly in the tray. A different size insert was used. 9 x 5mm insert would not sit flush on the tray. It sat up 1-2mm did not lock in properly. 10 x 5mm seated perfectly. Doe: (B)(6) 2026. Affected side: unknown". Product description: atune cr rt ms ins sz 9 5, product code: 152020905, lot no: m4407x, quantity of manufactured: (B)(4), date of manufacturing: 10-aug-2023, expiry date: 31-jul-2031, IFU reference: 090200902. A manufacturing record evaluation was performed for the finished device product description: atune cr rt ms ins sz 9 5, product code: 152020905, lot no: m4407x, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4), 2) date of manufacture: 10-aug-2023, 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-jul-2031, 5) IFU reference: 090200902. Device history review: a manufacturing record evaluation was performed for the finished device product description: atune cr rt ms ins sz 9 5, product code: 152020905, lot no: m4407x, and no non-conformances / manufacturing irregularities were identified. Added: d6a.